Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer experienced low blood glucose levels. Customer's blood glucose level was 170 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with act button response due to corroded keypad trace. No button error alarm noted during testing. Unable to perform basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery, and displacement test due to no act button response. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corner, cracked battery tube threads, and missing end cap sticker.